Manufacturer narrative:
Additional product has been returned and investigated. Reader (B)(4) was returned and investigated with the returned sensor. Visual inspection was performed on returned reader and no issues were observed. Returned reader did not display an error message when scanned with returned sensor. No malfunction or product deficiency was identified.

Event description:
Caller reported that the customer's adc freestyle libre sensor displayed "scan timeout" message upon scanning. The caller further stated that on (B)(6) 2018, the customer experienced symptoms of fatigue and weakness and was treated by an hcp with a "sugar drink and a meal." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor has been returned and investigated with a retained reader. Visual inspection performed on the returned sensor patch, no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Reprogrammed the sensor. Started sensor with known good reader, sensor communicated with reader successfully. The issue is not confirmed.

Event description:
Caller reported that the customer's adc freestyle libre sensor displayed "scan timeout" message upon scanning. The caller further stated that on (B)(6) 2018, the customer experienced symptoms of fatigue and weakness and was treated by an hcp with a "sugar drink and a meal." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Please note: the adc freestyle sensor is being used on a customer who is (B)(6) years old. The youngest approved age for usage is 4 years old. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported that the customer's adc freestyle libre sensor displayed "scan timeout" message upon scanning. The caller further stated that on (B)(6) 2018, the customer experienced symptoms of fatigue and weakness and was treated by an hcp with a "sugar drink and a meal." There was no report of death or permanent injury associated with this event.